Event description:
Customer called and stated that she was getting an e5 on her contour meter. The customer was not feeling well and attempted to perform a blood test. She could not get a reading, just an e5. The customer called 911. When the paramedics tested her blood sugar, it was 48 mg/dl. They gave her glucose. She declined being transported to the hospital. Customer service offered to troubleshoot. The customer turned on the meter. The screen contained a full display with all segments and icons. The display would only show e5. Customer service explained that e5 is an internal reference check failure that tends to clear and is not a fatal error. Since the error would not clear, customer service had the customer return the meter and will replace.